Event description:
Follow-up identified the issue resolved on its own.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced an increase in back pain. Reportedly, the patient was instructed to present to the nearest ER. Follow-up identified the patients' incision site appears to be discharging fluids. As such, the patient will follow-up with her physician as the next course of action to address the issue.